Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use on a patient, a slit was found on the blue insulation. The incident device was removed from use and a new device was opened to continue the procedure without any patient harm.

Manufacturer narrative:
One e1455 was received for evaluation. The reported condition was confirmed. Inspection found the blue insulation was scratched and the exposed tip showed signs of heavy wear. The ptfe insulator was not securely held by the heat shrink. The ptfe insulator retention force to the electrode did not meet specification and the insulator easily disengaged. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulator to disengage. The damage to the hard plastic cover and blue heat shrink indicates that the user mishandled the electrodes. It also may have been cleaned with an abrasive material. The investigation identified the root cause of the reported event to be attributed to user handling damage. The electrode has a coating to reduce sticking of eschar. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it.

Event description:
The customer reported that during use on a patient, a slit was found on the blue insulation. The incident device was removed from use and a new device was opened to continue the procedure without any patient harm.